Event description:
It was reported that the right ventricular lead exhibited non-sustained right ventricular oversensing episodes due to far p oversensing. Programming changes were discussed but unknown if made. There were no patient consequences.